Event description:
During a surgical procedure, it was noted that the metal t-part of the anchors (which had been in place for about three months) had perforated the stomach wall and migrated into the peritoneal space, still connected to the outer fixation part on skin level. The patient did not complain about pain or other symptoms. The physician is aware that the anchors should be removed after two weeks, but unfortunately in this case nobody took care of this. The physician claimed this for his own fault, no failure of the product. Implant (B)(6) 2014, explant (B)(6) 2014. The patient did not require any additional procedures no experience any adverse effects to this occurrence.

Manufacturer narrative:
A review of complaint history, instructions for use (IFU), quality control, trends, and a visual inspection of the returned device were conducted during the investigation. Two anchors were returned with part of the sutures still attached for investigation. Inspection revealed one of the suture anchors to have a stretched and bent portion of the coil beginning approximately 1 mm from the end of the stiffening pin the end of the coil with the adhesive remained tightly coiled (approximately 5 mm in length). It is unclear if this stretched region occurred during the initial migration into the peritoneal cavity, or upon surgical removal. The second suture anchor appeared dimensionally correct per drawing. The user reported, "the t-part of the anchor migrated through the stomach wall and ended up in the peritoneum, still connected to the outer fixation part on skin level," but the remainder of the suture and external bolster were not returned for investigation. The device is shipped with instructions for use (IFU), which lists the appropriate uses, warnings and precautions, and usage procedures. The IFU states, "the sutures may be left in place for two weeks while tract formation occurs, or they may be cut after gastrostomy catheter placement. This releases the anchors in to the stomach, allowing their passage via the gastrointestinal system." The user stated that the device was left in place for three months. It is likely that the extended length of time the device was left in place past the recommendations in the IFU, caused the device to perforate through the stomach lining into the peritoneal space we have notified appropriate internal personnel and will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). Event is under investigation.